Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
I plugged into an adapter...and it blew up - oral-b toothbrush [device battery explosion]. Case narrative: consumer reported via phone that while plugging in their oral-b toothbrush into a 220v input adapter abroad, their oral-b toothbrush blew up twice. No injury was reported.